Event description:
During impaction of the ceramic liner the side wall of the liner chipped off.

Manufacturer narrative:
During impaction of the ceramic liner the side wall of the liner chipped off. The device associated with this report was not returned. A review of the manufacturing and device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.